Event description:
It has been reported that a revision surgery was performed due to the patient complaining of significant instability. The device was implanted in (B)(6) 2008. The approximate age of the device is 19 months.(B)(4).

Manufacturer narrative:
(B)(4).